Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. Data logs show low pump flow while running on p8, followed by saturated pump flow and several pump position alarms in the aorta. There were no motor current spikes or suction alarms reported during the case run. The doctor disabled the placement signal monitoring after verifying the good pump position. The cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that placement signal kept alarming despite correction position on echocardiogram was reviewed. The placement signal was disabled. No report of patient harm.